Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that xtra-silent nite slide-link sleep device had a fracture. Event was reported to the dental office located in lexington, ky.

Manufacturer narrative:
Additional information was received. Information was added to the following sections: a2, a3a, a4, a6, b3, and b5. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on (B)(6) 2026. A healthcare professional reported that a 53-year-old male patient presented with a complaint for a xtra-silent nite slide-link sleep device, it was reported that the device fractured. The patient presented the issue on (B)(6) 2026. No patient symptoms or injury were reported. Per the report the patient did not stop using the device and the appliance was not replaced. No additional medical or surgical procedures were required. The healthcare professional reported that cleaning and storage instructions were followed. Event was reported to the dental office located in (B)(6).